Event description:
Patient called lfs alleging that the one touch ultra meter would not power on. Patient reported not having any symptoms at the time of concern. Patient decided to visit the physician's office for a blood glucose test. A result of "319" mg/dl" was obtained on the physician's meter. There was no information provided to suggest that patient was experiencing symptoms or that patient was treated for the blood glucose reading. Patient had reseated the battery in the meter and the meter displayed a flashing time. After the customer service representative walked patient through the settings, the meter would not power on by inserting a test strip. The patient verified that the battery was correctly installed, the battery was replaced less than 1 year ago, and was using correct brand of strips. The meter was replaced due to an unresolved power issue. Medical affairs specialist mailed a letter, since the patient could not be reached. The patient neither alleged harm or experienced injury or medical intervention. The meter is being reported due to the unresolved power issue.